Manufacturer narrative:
Additional narrative: subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the pfna-ii blade we have received back in unlocked condition and there are scratches visible on the implant which indicates contact with the nail during insertion. During a functional test, with the responsible person but we assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (dsem-trm-0714-0109-1_lr, page 33 and following). No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a trochanter fracture surgery on (B)(6) 2015; the surgeon put a proximal femoral nail antirotation in the femur of the patient. Once the blade had entered the hip, the surgeon was trying to lock the when the screw driver went revolving and the blade did not locked. The surgeon in the presence of the technical associate removed the blade and discovered the blade was not locking. Another implant was used to complete the surgery. There was no harm to the patient and no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.